Event description:
It was reported that the device could not be separated from the delivery catheter. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.